Event description:
It was reported the valve was implanted into the pt without any difficulty and the pt came off cardiopulmonary bypass well. Tee showed moderate intra-valvular leakage despite the leaflets opening and closing sufficiently. This persisted even after rotating the valve 90 degrees. The valve was removed and another 31mj-501 was implanted.